Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed which observed scratches and a cut in the upper part of the bag. Considering the scratches and cut in the bag, the sample must have presented a leak. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned all-in-one container, it was observed that the device had scratches and a cut in the upper part of the bag which resulted in a leak. This issue was observed prior to patient use. There was no patient involvement. No additional information is available.